Event description:
It was reported that the patient requested assistance with a supply change for a teflon infusion set, during which the first infusion set was pulled too hard and broke, and insulin delivery was then resumed after education on proper setup and attachment. Symptoms included no reported adverse clinical effects. Outcomes included no alerts or alarms and no medical intervention. Investigation included troubleshooting and user education on correct infusion set deployment and connector attachment, with documentation of the infusion set lot number. Investigation of this case revealed user handling error leading to a damaged infusion set and an incorrectly deployed or incompletely attached infusion set component. It was concluded, based on previously established findings for similar reports, that the cause was user error.